Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the purple colored image was due to a defective cable. The device evaluation also found corrosion on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope was giving a purple-colored image. The issue was found an unspecified procedure. The procedure was completed with the same set of equipment with no delay reported. There were no reports of patient harm.